Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was prescribed a course of prednisone and acyclovir. The recipient's facial palsy has fully resolved. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing facial palsy following implant surgery. The recipient was prescribed steroids and antiviral medication (type unknown). The recipient was successfully activated. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly prescribed prednisone and acyclovir. The recipient's symptoms are improving. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.